Event description:
Conversion to open repair. The ancure endograft deployed without incident. The final angiogram revealed a type I superior endoleak that did not resolve with repeated balloon inflations. The patient was converted to standard open repair.